Event description:
It was reported that during a pulsed field ablation procedure, it was difficult to remove the guidewire from the catheter, and it was difficult to retract the catheter into the sheath. Upon removal from the patient, the catheter array was noted to be twisted. It was suspected the twisting caused the compatibility issues between the guidewire and catheter and the sheath and catheter. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the data/image files were returned and the pscc100 catheter with lot number 0012454467 were returned and analyzed. The received image shows an unpacked catheter lying on the table, with the catheter array visibly inverted. The lot/serial number on the catheter is indistinguishable in the image. Visual inspection of the catheter was received without the guidewire. The shape of the catheter array was inverted. The guidewire lumen was received retracted and kinked. X-ray imaging confirmed the integrity of the nitinol array wire, properly attached at the tip, but partially dislodged from the dual lumen. Optical inspection at high magnification revealed the array pebax tubing was kinked and twisted at the distal arm near the electrode #1. The guidewire lumen was kinked in two places at 0.27 inches and 0.63 inches proximal to the catheter tip. The slide control function was performed and the guidewire lumen was extended retracted without any issue. Steering function was normal, with the distal catheter tip responding with approximately 170 degrees (°) rotation in both directions. The catheter was not reprogrammed as the catheter condition would not permit to perform ablation using the generator. No other tests could be performed due to the returned condition of the catheter. In c onclusion, the reported issue of the inverted array was confirmed through analysis. The catheter failed return inspection due to a ribbed, kinked and twisted pebax tubing, kinked guidewire lumen and partially dislodged nitinol array wire from the dual lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.